Event description:
This unsolicited device case was received from united states on (B)(4) 2013 from a patient. This case is cross-referenced with case ID (B)(6) (same patient). This case concerns a (B)(6) female patient who can hardly walk or straighten knee and experienced swelling on top of knee after the synvisc injection. Past drugs included previous use of synvisc twice at different times/years (experienced little tightness after the injections but then fine). No medical history, other concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with first synvisc injection at a dose of 2 ml weekly (route of administration, dosage regimen, batch/lot number and expiration date: unk) in lower part of right knee for bone to bone. The same day, patient had swelling on top of the knee and she could hardly walk or straighten knee. Action taken: unk. Corrective treatment: on (B)(6) 2013, the pt started treatment with paracetamol (tylenol). It was reported that the patient had not seen any improvement since yesterday. It was reported that the doctor had prescribed a steroid pack to the patient. Outcome: not recovered/not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: intervention required for all the events. Add'l info was received on (B)(4) 2013. Ptc investigation report was added. Pharmacovigilance comment: sanofi company follow up comment dated (B)(4) 2013: the follow up info does not alter medical assessment of the case. Sanofi company comment dated (B)(4) 2013: this case concerns a patient who was experiencing swelling above the knee, can hardly walk and straighten knee after receiving treatment with synvisc for bone to bone (chondropathy). Although, the role of the synvisc cannot be ruled out based on the device-event temporal relationship; however lack of info concerning patient's medical history and concurrent conditions precludes comprehensive assessment of this case.